Manufacturer narrative:
Specimen was collected in a 5 cc vacutainer tube and sampled <2 hours after collection. Controls were run before and after the incident and recovered within assay ranges. The instrument is currently performing within qc specifications with respect to controls (accuracy and precision). Service was not dispatched for this event. The root cause, based on raw data analysis, for the erroneous differential results and the false negative blast flagging is that the algorithm could not set suspect flags because there are no significantly abnormal patterns on the histograms. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer gave erroneous differential results on a specimen without instrument generated messages from one patient. Manual review showed one (1) blast. Erroneous results were not reported out of the laboratory. There was no death, injury or change to patient treatment as a result of this incident. There was no change to patient treatment as a result of this incident.